Event description:
As reported by our japan affiliate, a sapien xt valve was implanted in a 60:40 aortic/ventricular position without issue. On post operative day (pod) 1, intestinal necrosis was observed and the patient went into shock. The necrosis was thought to have been caused by a thromboembolism. The patient¿s family did not wish any active life-prolonging treatment or examination to be performed, so the patient remained in observation with vasopressor medication. Subsequently, the patient expired on pod-11. The exact cause of death is unknown, as an autopsy was not performed. The patient did not have a history of vascular complication. During the procedure, the blood coagulation was controlled in the usual manner. In addition, post procedural echo showed no abnormal findings (i.e. Thrombus formation).

Manufacturer narrative:
Per the instructions for use (IFU), thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. According to the mayo clinic, some causes for thromboembolism not associated with invasive procedures include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. There are multiple etiologies for bowel ischemia / infarction including embolization occurring after device manipulation, bav or valve deployment and these events can result in varying degrees of permanent impairment. Additionally, prolonged hypotension can contribute to decreased bowel perfusion and ischemia potentially leading to tissue necrosis. In this case, the cause of the ischemic bowel leading to shock could not be determined; however, it could have been related to the procedure itself. No allegation has been made relating the patient¿s death to the sapien xt valve or other edwards¿s device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.